Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.